Event description:
It was reported by service report that the scale is inaccurate due to a faulty load cell at the foot left and right. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.